Event description:
It was reported that the device displayed a 'charge circuit inactive' message. The device was explanted, and no patient complications were reported as a result of this event.

Event description:
It was reported that the device displayed a 'charge circuit inactive' message. The device was explanted, and no patient complications were reported as a result of this event

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: battery depletion-normal. It was reported that the device displayed a 'charge circuit inactive' message. The device was explanted, and no patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination battery end of life - expected device operated according to specifications charge, failure to.